Event description:
The caller reported an issue with the insulin gauge displaying a different amount than expected, which had been ongoing for some time. There was no adverse impact on the customer¿s blood glucose level. The caller was experiencing a fill estimate issue, with a current display of 0 units instead of the expected 100 units. After confirming a significant discrepancy and completing various steps, including using room temperature insulin and not reusing or overfilling the cartridge, the caller was guided through filling and loading a new cartridge. The issue was resolved with a proper fill estimate displayed, and no further problems were found with the cartridge fill process.